Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. The customer¿s blood glucose was unknown. The customer was able to clear the alarm. The customer was not able to complete rewind. The customer was advised the insulin pump will need to be replaced and customer refer to backup plan. The insulin pump will not be returned for analysis